Manufacturer narrative:
(B)(4).

Event description:
Additional review revealed that the first two devices implanted had 45mm to 50 mm of overlap. It was also noted that 100mml of n-but yl-2-cyanoacrylate (nbca) was flowed into the false lumen after the discovery of the possible type ib endoleak during the initial implant procedure. Additional information received reported that the first device implanted was the distal piece. It was also confirmed that the vessel perforation occurred near the bare stents of the proximal device.

Event description:
A valiant stent graft system was implanted for the endovascular treatment for an emergent rupture of a type b dissection at zone 3 in the thoracic aortic artery. Diameters were approximately 38~40mm for the proximal side and about 36mm for distal side. Total treatment length was noted as 210 mm and the descending aortic, and the descending aorta had severe tortuosity. It was reported that the patient underwent thoracic endovascular repair for a ruptured type b dissection. It was noted that the sealing site was only 20 mm in length. Two valiant devices were implanted and endotension did not decrease. It was thought that there was the possibility of a type iii endoleak. The junction was occluded and the endotension decreased. A third valiant device was then implanted 15 mm distal to the junction. However endotension did not decrease enough. It was thought since there was only 20mm of distal seal that there was the possibility of a type ib endoleak. Treatment was completed and the patient was monitored. A blood vessel of the lesser curvature of the arch, which was near the distal bare stents, was ruptured and an endoleak was confirmed. The physician stated that the cause was unknown and that is was possible that a mediastinal infection or the bare stent of the valiant caused the issue. Another manufacturer¿s devices were implanted at zone 0 with chimney technique as additional treatment. The endoleak was resolved and the operation was completed. Additional information received confirmed that the rupture was in the small curvature of the aortic arch.